Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review wss performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reported peeled / delaminated teflon coating, however this cannot be confirmed. The investigation determined a conclusive cause for the reported cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use it was noted the teflon coating of the supracore guide wires was peeling. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.